Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope displayed a black image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
New information added to the following fields: d8. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed due to a faulty charged coupled device. Based on the results of the investigation, a definitive root cause could not be determined. However, the presumed cause of the image blackout and faulty charged coupled device was due to the repair of the electrical tip connector and bending tube by a third party not authorized by olympus. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): IFU: operation manual states as below regarding third-party repair. - prohibition of improper repair and modification- this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor the field performance for this device.